Manufacturer narrative:
Correction/removal number: 1627487-07262012-001-c. This ipg serial number was included in a field advisory. This ipg serial number was included in a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 4. Reference MFR report#: 1627487-2013-11221, 11223, 11224. The pt has two scs systems. It was reported the pt experienced uncomfortable/painful heating only while recharging one of the ipgs. A replacement charger was sent to the pt and resolved the issue. Both ipgs are being reported because it is unk which ipg the pt had heating issues with. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.